Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman field service engineer. The customer indicated they replaced the reference block and the reference electrode to resolve the issue. The customer performed calibration, quality control, and patient samples, which all passed. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high ion selective electrodes (ise) including sodium (na), potassium (k) and chloride (cl) results estimated 20 patient samples on their au480 clinical chemistry analyzer. The customer did not release the results out of the laboratory. The customer repeated the patient samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for 12 patients.